Event description:
The device was used during a herniorrhaphy procedure. Reportedly, the clips did not advance. The surgeon used another device to complete the procedure. The hospital has reported no pt injury occurred.